Manufacturer narrative:
Unknown/ not provided. Implant date: not applicable, as lens was removed/replaced in the initial surgery. Explant date: not applicable, as lens was removed/replaced in the initial surgery. Email address: unknown/not provided, as information was asked but not provided. Initial reporter telephone number: (B)(6). The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after an intraocular lens (iol) was implanted into the eye, it was missing a haptic. The iol was removed and replaced. This caused a delay to the surgery time. It was also mentioned that incision enlargement and sutures were required. No further information available.

Manufacturer narrative:
Additional info: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: 10 oct 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the complaint lens was received inside of the complaint handpiece. Visual inspection under magnification revealed that the handpiece was received with the lens stuck inside of the cartridge and overridden by the plunger rod. The lower body could be observed to be damaged and separated. The plunger rod could also be observed to be damaged. The lens was removed from the cartridge and was cleaned, revealing that the haptic was detached and that the optic body was damaged. Customer provided photos were evaluated in which a detached haptic was observed in both photos of the implanted lens and removed lens. The complaint issue "haptic detached" was identified during photo evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.